Manufacturer narrative:
The f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer reports that two studies were sent to (B)(4) that have the same unique identifier. This creates a pt data mismatch. There was no reported pt injury associated with this event.